Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. Moreover, low amplitude or poor morphology was also observed. No additional adverse patient effects were reported.